Event description:
Physician reported that a patient treated with tongue suspension had developed a wound infection. Physician treated with antibiotics however it did not resolve. The persistent infection led to the removal of the encore bone anchors and suture. Physician reports that the wound healed following removal of the implant.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation, therefore, we are unable to determine the definitive cause of the event. Although it is unknown if the device contributed to the reported event, this MDR is being filed for notification purposes. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.